Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2014, the left ventricular lead exhibited high capture thresholds and in march 2015, the thresholds further increased. The lead was programmed off. The patient's condition was fine.